Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during pumping, as verified in the pump history. There was no reported impact to the customer¿s blood glucose level at the time of the event. As a corrective action, the pump was replaced by cts due to the recurrence of the alarm after loading a second cartridge. The customer was informed about the need for replacement, received instructions for returning the problematic pump, and declined to provide details on backup therapy.